Manufacturer narrative:
A retroperitoneal bleed/hematoma is a rare but potentially life threatening complication of coronary/cardiac interventional procedures, and tends to occur more frequently in the presence of more aggressive anticoagulation regimens. The most likely mechanism is puncture of the femoral artery above the inguinal ligament and above the inferior epigastric artery, allowing the resultant bleeding to extend into the retroperitoneal space. However, it has also been shown that the adoption of a common femoral artery puncture site does not necessarily prevent the development of a retroperitoneal hematoma. In addition, inadvertent trauma or perforation of the inferior epigastric artery can also lead to the formation of retroperitoneal hematoma. In this case, the exact cause for the reported event cannot be confirmed. However, the femoral arteries were reported as small and very calcified. In addition, per report, it is unclear if the femoral artery was damaged during the insertion of the wire or the esheath. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Method: (B)(4): no testing methods performed. Result: (B)(4): no results available since no evaluation performed. Conclusion: (B)(4): known inherent risk of procedure. (B)(4): human factors.

Event description:
As reported through our british affiliate, post valve implant of a 23mm sapien 3 valve, CT scan revealed bilateral retroperitoneal hematomas. The hematomas were evacuated and the patient was doing well. As reported, the patient was very frail and there was high risk due to comorbidities. Femoral arteries were small and very calcified but within limits. There was no report of difficulty during insertion or retrieval of the sheath. The valve was deployed successfully. The patient began to become unstable after the procedure. A CT scan showed bilateral retroperitoneal hematomas. Per report, it is unclear if the femoral artery was damaged during the insertion of the wire or the esheath. The cause for the hematoma was unable to be identified on CT or angio as no perforation could be seen.